Event description:
Product analysis on the returned generators and lead was completed. The condition of the returned lead was consistent with normal explant conditions. No discontinuities were identified in the returned lead portions. Only one electrode of the lead assembly was not returned and thus could not be evaluated. Comprehensive electrical testing of both generators showed that they met all functional specifications. Diagnostics performed on each generator with a known load were found to be within normal limits. There were no performance or other adverse conditions for all of the returned devices. Due to the fact that product analysis identified no malfunctions or adverse conditions with the explanted devices, and it is known that the impedance value seen was the out-of-box high impedance value, and diagnostics were not performed during surgery and thus the true impedance value during surgery was never identified, and the pre-operative diagnostics were within normal limits, it can be concluded that there was likely not true high impedance. No additional relevant information has been received to date.

Event description:
Programming data was reviewed. The only data available was from the date of generator implant that became a full revision. On the date of implant, the generator was interrogated 10 times and programmed once. Diagnostics were not performed on the implant date. The displayed impedance value for each event was high; however, the impedance value was not a true impedance reading but rather was stored "out-of-box" impedance value. As diagnostics were not performed, the true impedance value was not update on the date of surgery. The true impedance of the device from the date of surgery is unknown. The suspect device(s) have been received. Device evaluation is underway but has not been completed to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient was referred for prophylactic generator replacement surgery due to low battery. Pre-op diagnostics were within normal limits. During surgery, after attaching the replacement dual pin generator to the original leads, high impedance was observed. The lead pins were removed, cleaned, and reinserted. High impedance was still observed. The new dual pin generator was removed and diagnostics were performed with a test resistor; there were no issues observed with the generator. The surgeon then performed a full revision, implanting a new single pin generator and single pin lead. No visible gross lead discontinuities were observed during the explant surgery. The explanted products have not been assessed by the manufacturer to date. No additional relevant information has been reviewed to date.